Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. Sequential samples were run soon thereafter and negative results were obtained. The patient was admitted. Patient treatment was not reported to have been otherwise altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The issue is related to an field safety notice but the customer did not repeat testing as directed by the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument, instrument data, and root cause investigation indicate that the cause for the falsely elevated troponin I result was the glass fiber paper lot used in this testpak lot. An urgent field safety notice was issued in (B)(6) 2010 and sent to customers who had ordered this testpak lot advising them to repeat all positive results above 0.07 ng/ml by an alternate method or to run cctni samples in duplicate. The issue is related to this field safety notice but the customer did not repeat testing as directed by the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. Sequential samples were run soon thereafter and negative results were obtained. The patient was admitted. Patient treatment was not reported to have been otherwise altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.